Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 21mm trifecta valve was implanted. On (B)(6) 2015, the patient was admitted to the hospital with a 3-month history of generalized malaise and unexplained falls. Her initial labs were indicative of an inflammatory process. An echo was obtained which revealed abnormal thickening of the aortic annulus, a thrombotic embolus and endocarditis were suspected. Blood cultures were positive for strep virdans and the patient was treated with antibiotics. The patient was found to have a r mca stroke; there were no residual effects from the cva. The patient was discharged to home on (B)(6) 2015 on antibiotics and full strength aspirin as prescribed. (Clinical study patient ID: (B)(6)).